Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke at night and experienced an elevated blood glucose (bg) level. Contact declined to provide bg value. Reportedly, the patient line became separated from the cartridge while the customer was asleep. A new cartridge was loaded to resolve the issue. A bolus was delivered to lower blood glucose level.